Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected, although it was not confirmed. The event was resolved by inactivating the sensing and pacing portion of the rv lead and implanting a new rv lead to sense and pace for the patient. The patient was in stable condition.